Manufacturer narrative:
The following devices were also listed in this report: anato stem sz 8 right neut; cat# 4845-7-118; lot# 42949901. Trident psl ha solid back 62mm; cat# 540-11-62h; lot# 43828801. Delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 55640902. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
Dr. (B)(6) reports patient (B)(6). A status post right total hip replacement done on (B)(6) 2016 appeared infected at his follow up visit. Dr. (B)(6) reports cultures were taken and results showed infection. He decided to revise the hip at this time using a prostalac made from antibiotic laden cement, a small accolade cm stem, a liner and a delta head. The primary prosthesis was removed carefully using osteotomes and an extraction device. Once removed the wound was irrigated and the prostalac was implanted the surgical site closed. The surgery was performed without incidence.